Manufacturer narrative:
Device evaluated by MFR: the ams 700 momentary squeeze (ms) pump was visually inspected. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The pump was functionally tested and failed the 8 lb. Activation test. The pump therefore required more than 8 lbs. Of force to activate. Product analysis concluded these activation issues could affect the functionality of the pump. Product analysis confirmed pump malfunction.

Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis(ipp) due to activation issues with the malfunctioning pump. The pump was replaced with success. A patient outcome of fully expected to recover was reported.